Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had pain at their ipg site. The patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated. Effective stimulation was established post op, and the patient's pain has improved.

Manufacturer narrative:
Pain at ipg site was reported to abbott. The ipg relocated to their buttock and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.